Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. The reporter stated there are two blue lines through the middle of the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: testing confirmed the display has a persistent horizontal line through the lettering on the display screen. The pump cover was removed to investigate. The display screen has no visible damage. The display screen was re-seated and tested. The persistent horizontal line was still present. A test screen was inserted. The test screen functioned properly with no persistent lines visible on the screen.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.